Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recx1865 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was leaking. It was stated when the clinician pulled the line she noticed that there was a hole in the catheter. Another PICC line was placed.